Event description:
During a tonsillectomy, the pt rec'd a first degree burn from the scissors blade on the angle of her mouth and was treated with a topical application of chloromyectin. There was no adverse pt consequence.